Manufacturer narrative:
(B)(6). The product is available for evaluation and testing. Complaint conclusion: as reported, a patient was enrolled in a clinical study and had a smart control 6 x 40 stent implanted without any reported issue during the study index procedure. Approximately ten (10) months after the index procedure during a regularly scheduled follow-up, restenosis was found in previously placed stent. The lesion was treated by pta (poba). The patient recovered. The target lesion was the superficial femoral artery (sfa). The lesion was reported to be: a 90% stenosis, not calcified, and tortuous. Additional information received indicated that there was no additional information available in regards to the restenosis event being reported or any further details/information available in regards to the treatment provided for the current restenosis event. No information was available in regards to the patient¿s medical regimen or compliance with the prescribed medical regimen. No additional information is available. The device remains implanted in the patient and is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15616980 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Without the return of the actual complaint product the event reported by the customer cannot be confirmed, nor can any conclusion regarding root cause be drawn. Restenosis is a known potential adverse event associated with implanting peripheral artery stents and is often associated with the progression of peripheral artery disease. There are possible patient, vessel, and pharmacological factors that may have contributed to the reported event. Patients who are known to be at high-risk for restenosis included those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions; however, without additional information, it is not possible to determine what factors may have contributed to this event. Based on the minimal available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. Please note that this is the initial/final report for this product.

Event description:
As reported, the patient was enrolled in a clinical study (B)(6) smart pms for sfa and the case number is (B)(4). The patient had a smart control 6 x 40 stent implanted without any reported issue during the study index procedure. Approximately ten (10) months after the index procedure during a regularly scheduled follow-up, restenosis was found in previously placed stent. The lesion was treated by pta (poba). The patient recovered. The target lesion was the superficial femoral artery (sfa). The lesion was reported to be: a 90% stenosis, not calcified, and tortuous. Additional information received indicated that there was no additional information available in regards to the restenosis event being reported or any further details/information available in regards to the treatment provided for the current restenosis event. No information was available in regards to the patient's medical regimen or compliance with the prescribed medical regimen. No additional information is available.